Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained ventricular oversensing due to noise was observed through remote transmission. It was recommended to bring patient in for isometrics, positional testing, and pocket manipulation to attempt to reproduce the noise. Patient was asymptomatic. No further information available.